Manufacturer narrative:
This device is used for treatment, not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation and destination therapy in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Product event summary: the device remains implanted in the patient and is thus not available for return to the manufacturer. With a review of the available information there is no evidence to indicate any device malfunctions or performance issues that would impact the reported events. Possible clinical factors that may have contributed to this event include the patient¿s pre-existing history and related comorbidities, the progression of their underlying disease and the patient's complex post-operative course. There are possible patient and procedural factors that may have contributed to this event. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that a patient was admitted to the hospital with neurological dysfunction after feeling dizzy and then sustaining a fall with head injury. The patient was found to have an acute intracerebral hemorrhage of a subdural component along the left cerebral convexity with evidence of a left to right shift. The international normalized ratio (inr) was reversed with medication. A follow-up computerized tomography (CT) showed interval increase of a subdural hematoma, worsening midline shift and mild left uncal herniation. The patient underwent a left burr hole craniotomy for left convexity subdural hematoma evacuation with subdural drain placement. Post-operatively, the patient required re-intubation then self-intubation with acute hypoxic respiratory failure attributed to aspiration pneumonia. A repeat heat computerized tomography (CT) showed a slight decrease in hemorrhage burden and mass effect. The pump remains in use. No further patient complications have been reported as a result of this event.